Manufacturer narrative:
(B)(4).

Event description:
During an operative hysteroscopy it was reported the device had difficulty window locking. A back-up device was available. There were no reported patient injuries or complications.